Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pixie bus cable had disconnected from the drawer control board. A field service engineer (fse) removed the back panel, reconnected the pyxis bus cable, rebooted the station, reinstalled the back panel, logged into administrative mode during startup, and successfully completed the required diagnostic testing to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the top drawer failed with required maintenance and displayed as ¿matrix drawer/device not detected on bus¿ error. This malfunction prevented the drawer from opening, resulting in inability to access medications and the recovery option was unavailable. The customer warm rebooted and power cycled the device, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.